Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the alarm history and black box indicated that call service 064 alarms had occurred. The pump emitted a call service 064 alarm during investigation. Investigation revealed that the motor was not working; the pump casing was removed and there was evidence of internal moisture found near the motor flex connector. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; there was a battery compartment leak; moisture was found on multiple internal pump components and on the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.